Event description:
It was reported that the user experienced recurrent low blood glucose after performing a supply change, which the user stated has also occurred with other insulin pumps, and the agent completed troubleshooting and education while offering follow-up that was declined. Symptoms included hypoglycemia. Outcomes included the use of oral glucose for treatment. Investigation included a review of the event details and user-reported history, with troubleshooting and education completed. Investigation of this case revealed no device malfunction identified and the cause remained unclear based on the available information. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.